Event description:
The customer reported that on (B)(6) 2011 failing thyroid stimulating hormone (tsh), total human chorionic gonadotropin (bhcg), estradiol (e2), free thyroxine (ft4), and b-type natriuretic peptide (bnp) quality control (qc) results were generated on an unicel dxl800 access immunoassay system. This report is four of five, and represents the failing ft4 results generated on the unicel dxl800 access immunoassay system on (B)(6) 2011. Initially, all three levels of instrument ft4 qc recovered low (0 ng/dl). The customer primed the instrument and re-executed ft4 qc. Upon repeat, all three levels of ft4 qc produced results within the customer's established ranges. There were no patient results generated in conjunction with this event and hence there was no death, serious injury of modification to patient treatment associated or attributed to this event. There were no errors posted to the instrument event log in conjunction with this event. The ft4 samples was collected in 0.5 ml sample tubes. The customer reported that the 0.5 ml insert cups used to run the qc did not appear to be aspirated. No additional patient information,system information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue via routine troubleshooting. A definitive root cause has not been determined to date for this event. Associated mdrs for this event: 2122870-2011-02759, 2122870-2011-02760, 2122870-2011-02761, 2122870-2011-02762, 2122870-2011-02763.